Manufacturer narrative:
A device history record (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Functional testing was performed. Functional check was performed and the customer's reported problem was confirmed. Pump was found to be displaying "air in line" alarm message during the investigation. Pump was here (B)(6) 2020 for "constant beeping" issue. The downstream occlusion sensor was replaced as a precaution. It is unknown what cause the reported problem. Operator of device is unknown. Initial reporter also sent report to the FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported out of the box failure, air in line alarm. No patient injury was reported.